Manufacturer narrative:
Correction/additional information provided. Upon review of the file, it was discovered that the concomitant products used by the patient were inadvertently omitted from the previous submissions. This file has been updated accordingly.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia event. Based on the provided information, there is no documentation that shows a causal relationship between this hernia event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, hernias are a known complication of peritoneal dialysis therapy and a temporal relationship between the patient's pd treatment and the development of the hernia remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient was diagnosed with a hernia coincident with peritoneal dialysis therapy. The exact date of diagnosis was unknown, but was estimated to have occurred in early spring. The patient had been performing peritoneal dialysis therapy for several months prior to being diagnosed with the hernia. It was verified that the hernia develops after the patient had started peritoneal dialysis therapy. The patient was removed from peritoneal dialysis as a precaution to prevent the hernia from worsening. The patient was not hospitalized for the event. The patient underwent hernia repair surgery as an outpatient procedure and remained on hemodialysis treatments for several months until they recovered from the event. Upon recovering from the hernia, the patient resumed peritoneal dialysis therapy and is currently continuing peritoneal dialysis therapy without issue. The cause of the hernia is not known. Additional information was requested but is not available.